Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received a cartridge alarm 1 with multiple cartridges, and an inaccurate fill estimate occurred. In addition, it was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined to further troubleshoot with tandem technical support.